Manufacturer narrative:
Other components include: product ID 8870, product type :software. Product ID 8840, serial# (B)(4), product type: programmer, physician.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving hydromorphone and bupivacaine via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2017 it was reported that yesterday ((B)(6) 2017) a different doctor filled the patient¿s pump. The hydromorphone (125 mg/ml at 69.98 mg/day) and bupivacaine (25 mg/ml at 13.99 mg/day) were changed to hydromorphone (250 mg/ml at 69.98 mg/day) and bupivacaine (50 mg/ml at 13.99 mg/day). They programmed a bridge bolus but then cancelled the bolus less than 10 minutes later. Since the concentration was doubled, the patient was actually getting half the expected dose since it was still delivering the less concentrated drug. The patient reported issues with this dose decrease so was in the office today to get the issue resolved. The programming error had caused an underdose. Calculations were performed and it was reviewed how to program a modified bridge bolus using the priming bolus feature. No further complications have been reported as a result of this event. Additional information was received on 2018-jan-03 from the patient's healthcare provider. The hcp reported that the bridge bolus was not entered initially and the pump was updated without a bolus, then the bolus was entered but cancelled as would have been incorrect as the concentration was doubled. The patient did not want to wait any longer in the clinic for reprogramming. The hcp confirmed that the patient was aware that they would be getting medication at a reduced rate until the old drug cleared the tubing as no bridge bolus was given during initial reprogramming. The patient was to return if there were problems. The physician reportedly did not give the initial bridge bolus because they thought it was (illegible) to give the patient an extra bolus of medication. No further complications were reported.

Manufacturer narrative:
Other products (updated to reflect the information received on 2018-jan-16): product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type software updated to reflect the information received on 2018-jan-16 h6: device code (B)(4) added to accurately reflect the information received on 2017-dec-22 if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2018-jan-16 from the patient's healthcare provider. The previously reported illegible text was clarified to be "the physician reportedly did not give the initial bridge bolus because they thought it was asking if they wanted to give the patient an extra bolus of medication". The patient's weight was reported as (B)(6) kg. No further complications were reported.